Event description:
It was reported that during the implant procedure, the physician table tested the right atrial (ra) lead and was not able to deploy the helix. Approximately forty to fifty rotations were made with no helix movement. The lead was straight and tension was felt toward the lead tip. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).